Event description:
My child has used dexcom products since 2018/2019. The dexcom g6 had minimal issues compared to the g7. The g7 is rarely accurate, rarely sticks or has adhesive, they rarely connect and have consistent failures on sensors when it's in the middle of its use time. Causing high blood sugars and pump issues.